Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the recipient report. This is a combined initial and final report.

Event description:
The user was bilaterally implanted in (B)(6) 2017, initial in situ measurements showed all channels within normal limits. It was stated in the device explantation report that the skin over the device was not intact before explantation. It was confirmed that there was no extrusion of the device prior to explantation.